Event description:
This is the second of two reports involving a limitorr volume limiting evd 20 ml (ins9020) [same product, same user facility, similar product problem, different patients]. On (B)(6) 2010, a (B)(6) female pt with an underlying medical condition of a shunt malfunction was ordered to have the limitorr system set up to a certain amount of cerebrospinal fluid (csf) drained per hour (amount unspecified). It was reported that the stopper was not effective and drops of csf were still coming down past the line. The registered nurse (rn) had to manually clamp it every hour to avoid excess drainage. The product problem was discovered after surgery. The rn was unable to recall how long it took for 20mls to drain into the limitorr. The amount of drainage past the 20ml was reported as "limited due to the manual clamping." No pt injury was reported. The pt has been discharged. No other info was provided.

Manufacturer narrative:
Integra has performed a thorough review of the reported incident and the incident could not be confirmed at this time. The cause of the reported condition could not be determined. The actual product involved was not returned for eval. However, five new and unopened limitorr volume limiting evd 20 ml were returned by the customer for eval. No assignable causes associated at mfg process of the product which could contribute and/or be related to reported condition were identified on the DHR review of lots belonging to the five unopened units. As part of the mfg process, a 100% float assembly test, seal, occlusion and seal occlusion test is being performed to the float assembly - in order to ensure the sealing performance on the float assembly, which is to reduce the chances for excessive csf drainage. Based on the product package insert, the cause of this type of incidents could be associated to the product was either dropped (causing the damage of the float assembly mechanism), or at some point the lumbar drain was moved from the vertical position during use. However, this could not be confirmed at this time with the info provided by the customer. See scanned page.